Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device dislocation ("migration of essure device / right tube not blocked") in a 37-year-old female patient who had essure (batch no: 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("menstrual bleeding / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). The patient was treated with ibuprofen (midol ib), ibuprofen (motrin), surgery (partial hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (tubal ligation on right side on (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the device dislocation, menorrhagia, vaginal haemorrhage, dysmenorrhoea and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from mr (on (B)(6) 016): female with symptomatic uterine fibroids causing menorrhagia and pelvic pain. She desires hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") and device dislocation ("migration of essure device / right tube not blocked/malposition of essure device location of device: right fallopian tube") in a 37-year-old female patient who had essure (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menstrual bleeding / menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis/infection (bladder/urinary tract/vaginal): type bacterial vaginosis"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (midol ib), ibuprofen (motrin), surgery (partial hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (tubal ligation on right side in (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the device dislocation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, bacterial vaginosis, depression and anxiety outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from mr ((B)(6) 2016): female with symptomatic uterine fibroids causing menorrhagia and pelvic pain. She desires hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received. Psychological or psychiatric problems condition: depression and mental anguish were added, malposition of essure device location of device: right fallopian tube was clubbed with device dislocation. Concomitant medications were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') and device dislocation ('migration of essure device / right tube not blocked/malposition of essure device location of device: right fallopian tube') in a 37-year-old female patient who had essure (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced menorrhagia ("menstrual bleeding / menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis/infection (bladder/urinary tract/vaginal): type bacterial vaginosis"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (midol ib), and surgery (partial hysterectomy and bilateral salpingectomy on (B)(6)2016 and tubal ligation on right side in (B)(6)2009). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and bacterial vaginosis had resolved and the device dislocation, depression and anxiety outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from mr ((B)(6)2016): female with symptomatic uterine fibroids causing menorrhagia and pelvic pain. She desires hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6)2009: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: outcome of the events - vaginal hemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, bacterial vaginosis was updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') and device dislocation ('migration of essure device / right tube not blocked/malposition of essure device location of device: right fallopian tube') in a 37-year-old female patient who had essure (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menstrual bleeding / menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis/infection (bladder/urinary tract/vaginal): type bacterial vaginosis"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (midol ib), and surgery (partial hysterectomy and bilateral salpingectomy on (B)(6) 2016 and tubal ligation on right side in (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and bacterial vaginosis had resolved and the device dislocation, depression and anxiety outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from mr (B)(6) 2016): female with symptomatic uterine fibroids causing menorrhagia and pelvic pain. She desires hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Lot number: 508296 manufacture date: 2005-08 expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of product technical complaint on 26-may-2020: pfs received. Reporter information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device dislocation ("migration of essure device / right tube not blocked") in a (B)(6) year-old female patient who had essure (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced menorrhagia ("menstrual bleeding / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). The patient was treated with ibuprofen (midol ib), ibuprofen (motrin), surgery (partial hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (tubal ligation on right side in (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the device dislocation, menorrhagia, vaginal haemorrhage, dysmenorrhoea and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from mr ((B)(6) 2016): female with symptomatic uterine fibroids causing menorrhagia and pelvic pain. She desires hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 25-apr-2018: reporters, date of birth, essure stop date, lot number (508296), events abnormal vaginal bleeding, dysmenorrhea (cramping), bacterial vaginosis, migration of essure device added. Menstrual disorder amended to menorrhagia. She had a tubal ligation on right side in (B)(6) 2009. Hysterectomy and bilateral salpingectomy with essure removal was performed on (B)(6) 2016. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent laparoscopic hysterectomy). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2009- hysterosalpingogram - essure device was successfully occluding the right fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.